Manufacturer narrative:
On (B)(4) 2010, (3) of the replacement implants were returned to sdm and the implant 550-621rt ((B)(4)) lot 32472 was retained by the physician, and implanted into the patient. The left original implant was not explanted from the patient because the patient was happy with the size and shape of it, and wanted the right implant to match the left. The right explanted device 550-611rt from the original surgery did have a mold mark that the physician confirmed with sdm to match the correct catalog part number that it was labeled as. Because the left was not explanted and returned to sdm, no further investigation can be performed. Sdm can only conclude that the complaint was not due to mislabeled product, but rather patient asymmetry that was not identified prior to the original surgery by the physician. Batch records, label records, sterilization records, and mold marks were all reviewed as related to this complaint. No inconsistencies were identified.

Event description:
Physician reported a patient complaint of asymmetry 7 months after initial surgery for solid silicone pectoral implants. Physician noticed some asymmetry directly after surgery, but attributed it to swelling. Patient liked the sizing of the left implant, and wanted the right to match the left. Original implants sent to dr. For this patient's surgery were a pair pectorals the same size. Physician reported no signs of asymmetry before surgery. Spectrum sent replacement implants to physician for explant/re-implantation. Pt received a new larger sized implant for the right side 550-621rt to match the left 550-611lt.